Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5103688) on 13-sep-2021. The most recent information was received on 21-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure migrating out of her fallopian tube & perforating her uterus') and device dislocation ('essure migrating out of her fallopian tube & perforating her uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "when device was explanted it was malformed in shape of ring" on (B)(6) 2021. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("prior device being removed she was excruciating pain , barely perform her regular activity"), dyspareunia ("intimacy with her husband was painful") and suicidal ideation ("she was also suffered from suicidal thoughts"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods"), asthenia ("weakness/ she did not have energy"), feeling abnormal ("she said I felt miserable all the time") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain lower, abdominal pain, dyspareunia, heavy menstrual bleeding, suicidal ideation, asthenia, feeling abnormal and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dyspareunia, feeling abnormal, heavy menstrual bleeding, pelvic pain, suicidal ideation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-dec-2021: outcome for events uterine perforation, device dislocation, suicidal ideation, weakness, asthenia, feeling abnormal, dyspareunia, heavy menstrual bleeding, alopecia were updated to recovered/ resolved. Date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5103688) on 13-sep-2021. The most recent information was received on 21-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure migrating out of her fallopian tube & perforating her uterus') and device dislocation ('essure migrating out of her fallopian tube & perforating her uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "when device was explanted it was malformed in shape of ring" on (B)(6) 2021. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("prior device being removed she was excruciating pain , barely perform her regular activity"), suicidal ideation ("she was also suffered from suicidal thoughts") and dyspareunia ("intimacy with her husband was painful"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced asthenia ("weakness/ she did not have energy"), feeling abnormal ("she said I felt miserable all the time"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods") and alopecia ("hair loss"). The patient was treated with surgery (hysteroctomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device dislocation, suicidal ideation, asthenia, feeling abnormal, dyspareunia, heavy menstrual bleeding and alopecia outcome was unknown and the pelvic pain, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dyspareunia, feeling abnormal, heavy menstrual bleeding, pelvic pain, suicidal ideation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5103688) on 13-sep-2021. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("essure migrating out of her fallopian tube & perforating her uterus") and device dislocation ("essure migrating out of her fallopian tube & perforating her uterus") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("when device was explanted it was malformed in shape of ring" on (B)(6) 2021). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4181 days after essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("prior device being removed she was excruciating pain , barely perform her regular activity"), dyspareunia ("intimacy with her husband was painful") and suicidal ideation ("she was also suffered from suicidal thoughts"). An unknown time later she experienced abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods"), asthenia ("weakness/ she did not have energy"), feeling abnormal ("she said I felt miserable all the time") and alopecia ("hair loss"). The patient was treated with surgery (essure removal via hysterectomy ) on (B)(6) 2021. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dyspareunia, feeling abnormal, heavy menstrual bleeding, pelvic pain, suicidal ideation and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report now received from lawyer (legal case). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5103688) on 13-sep-2021. The most recent information was received on 13-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure migrating out of her fallopian tube and perforating her uterus") and device dislocation ("essure migrating out of her fallopian tube and perforating her uterus") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("when device was explanted it was malformed in shape of ring" on (B)(6) 2021). The patient had a medical history of endometrial disorder, endocervical squamous metaplasia, menorrhagia, vaginal delivery, parity 3 and multi gravida on (B)(6) 2021. Concurrent conditions were listed as dysmenorrhea and pelvic pain since (B)(6) 2021. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4181 days after essure insertion, she experienced uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("prior device being removed she was excruciating pain , barely perform her regular activity"), dyspareunia ("intimacy with her husband was painful") and suicidal ideation ("she was also suffered from suicidal thoughts"). Essure was removed the same day. An unknown time later she experienced abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods"), asthenia ("weakness/she did not have energy"), feeling abnormal ("she said I felt miserable all the time") and alopecia ("hair loss"). The patient was treated with surgery (essure removal via hysterectomy,bilateral alpingectomy/lysis of adhesions and essure removal via hysterectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dyspareunia, feeling abnormal, heavy menstrual bleeding, pelvic pain, suicidal ideation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2021: no acute findings. [Pathology test] on (B)(6) 2021: pre-op diagnosis: excessive and frequent menstruation with regular cycle primary dysmenorrhea pelvic and perineal pain. Specimen(s) received: uterus, bilateral fallopian tubes. Final pathologic diagnosis: uterus, fallopian tubes, hysterectomy and bilateral salpingectomy: weight 107 gm. Cervix: squamous metaplasia. Negative for dysplasia or malignancy. Endometrium: proliferative endometrium. Negative for hyperplasia, atypia or malignancy. Fallopian tubes: no pathologic abnormalities. (Essure wire in the intramural portion of th tube bilaterally). Gross description: in the uterine portion of the tube there is inserted wire bilaterally. Clinical history pre-op diagnosis: excessive and frequent menstruation with regular cycle primary dysmenorrhea pelvic and perineal pain. [Ultrasound scan] in (b0(6) 2021: showed a very small uterus and endometrium that measured 7 mm. Ovaries were normal bilaterally, with no cysts or masses.; on (B)(6) 2021: normal uterus, endometrial stripe that was normal, and no free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5103688) on 13-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure migrating out of her fallopian tube & perforating her uterus') and device dislocation ('essure migrating out of her fallopian tube & perforating her uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "when device was explanted it was malformed in shape of ring" on (B)(6) 2021. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("prior device being removed she was excruciating pain , barely perform her regular activity"), suicidal ideation ("she was also suffered from suicidal thoughts") and dyspareunia ("intimacy with her husband was painful"), 11 years 5 months after insertion of essure. On an unknown date, the patient experienced asthenia ("weakness/ she did not have energy"), feeling abnormal ("she said I felt miserable all the time"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), heavy menstrual bleeding ("heavy periods") and alopecia ("hair loss"). The patient was treated with surgery (hysteroctomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device dislocation, suicidal ideation, asthenia, feeling abnormal, dyspareunia, heavy menstrual bleeding and alopecia outcome was unknown and the pelvic pain, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, device dislocation, dyspareunia, feeling abnormal, heavy menstrual bleeding, pelvic pain, suicidal ideation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.